Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 2 syringes of revanesse outline into the nasolabial folds and melomental lines. A month later, patient was injected with 2 syringes of belo contour/juvéderm® volux¿ xc into the lips (ck12). Twenty days later, patient was injected with 3 syringes of juvéderm® volux¿ xc into jw1/c1/m1/2/3. Thirty seven days later, patient reported lumps in their chin but no tenderness and inflammation. Patient was advised to massage the lumps and to follow up in 2 weeks if the issue persists. Four months later, the patient was injected with revanesse shape in the nasolabial folds into their m1/2/3, c6. Twelve days later, the patient was in injected with belo volume into t1, and belo contour was injected into the lips. Two months later, the patient was injected with 5 syringes of juvéderm® volux¿ xc into their jw1/4/5/c1/2. Four months later, the patient reported inflammatory bumps occurring to the right cheek, jawline bilaterally and chin bilaterally. The reaction had worsened and the bump on their right cheek (ck3 area) was bothering them quite a bit. The patient reported that the bumps resolve over a couple of days and are initially tender but don't cause persistent pain. The patient had visible swelling under their right eye (right cheek ck3 area) and left chin (c1/c2 area) as well as right jawline (jw1 area). Hcp started patient on ciprofloxacin 500 mg po bid x 14 days. One month later, patient was seen by hcp and had significant firmness to jw4/5 area with inflammatory node noted under their chin midline. Patient had mild erythema and mild warmth and they find the area mildly tender but not painful. Patient confirmed that the original bumps and inflammation resolved after 14 day use of ciprofloxacin 500mg, and patient experienced significant nausea. Patient was given a prescription for moxifloxacin 400mg bid, clarithromycin 500mg bid and ondansetron 4mg tablets (30 tabs). Three days later, patient reported an inability to handle antibiotics. Prescription for minocycline 100mg po bid x 3mo and prednisone 25mg po daily x7 days was provided. Patient was swollen on right cheek with similar swelling to chin. A week later, the patient reached out regarding more swelling, lumps, and pain. They went to the hospital and was given ceftriaxone by IV, and again next day. Hcp is to dissolve the product with 1500 iu/ml diluted with 0.5 ml lido/no epi, 0.5 ml saline. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00415 (allergan complaint #pr (B)(4)). MDR ID# 3005113652-2023-00417 (allergan complaint #pr 2778500).this MDR is being submitted for the second suspect product, juvéderm® volux¿ xc.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 2 syringes of revanesse outline into the nasolabial folds and melomental lines. A month later, patient was injected with 2 syringes of belo contour/juvéderm® volux¿ xc into the lips (ck12). Twenty days later, patient was injected with 3 syringes of juvéderm® volux¿ xc into jw1/c1/m1/2/3. Thirty seven days later, patient reported lumps in their chin but no tenderness and inflammation. Patient was advised to massage the lumps and to follow up in 2 weeks if the issue persists. Four months later, the patient was injected with revanesse shape in the nasolabial folds into their m1/2/3, c6. Twelve days later, the patient was in injected with belo volume into t1, and belo contour was injected into the lips. Two months later, the patient was injected with 5 syringes of juvéderm® volux¿ xc into their jw1/4/5/c1/2. Four months later, the patient reported inflammatory bumps occurring to the right cheek, jawline bilaterally and chin bilaterally. The reaction had worsened and the bump on their right cheek (ck3 area) was bothering them quite a bit. The patient reported that the bumps resolve over a couple of days and are initially tender but don't cause persistent pain. The patient had visible swelling under their right eye (right cheek ck3 area) and left chin (c1/c2 area) as well as right jawline (jw1 area). Hcp started patient on ciprofloxacin 500 mg po bid x 14 days. One month later, patient was seen by hcp and had significant firmness to jw4/5 area with inflammatory node noted under their chin midline. Patient had mild erythema and mild warmth and they find the area mildly tender but not painful. Patient confirmed that the original bumps and inflammation resolved after 14 day use of ciprofloxacin 500mg, and patient experienced significant nausea. Patient was given a prescription for moxifloxacin 400mg bid, clarithromycin 500mg bid and ondansetron 4mg tablets (30 tabs). Three days later, patient reported an inability to handle antibiotics. Prescription for minocycline 100mg po bid x 3mo and prednisone 25mg po daily x7 days was provided. Patient was swollen on right cheek with similar swelling to chin. A week later, the patient reached out regarding more swelling, lumps, and pain. They went to the hospital and was given ceftriaxone by IV, and again next day. Hcp is to dissolve the product with 1500 iu/ml diluted with 0.5 ml lido/no epi, 0.5 ml saline. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00415 (allergan complaint #(B)(4)). MDR ID# 3005113652-2023-00417 (allergan complaint # (B)(4)).this MDR is being submitted for the second suspect product, juvéderm® volux¿ xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: g3.